Event description:
It was reported that when device was used during a laparoscopic cholecystectomy procedure, the gasket tore. Opened another device to complete the case. There was no consequence to patient.